Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level exceeded the normal range, displaying "high." To address the high blood glucose, a correction bolus was administered via the pump. Customer acknowledged the alarm and resumed insulin usage.